Manufacturer narrative:
Additional information received on (B)(6) 2016 indicated that the customer used cartridges from a new box and has received no further occlusion alarms. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. At times the customer was able to resume insulin delivery and if not, the supplies on the pump were changed. Tandem technical support was unable to determine a possible cause for the past occlusions. A system check was performed using the current supplies and pump and infusion set tubing were found to be functioning as expected. There was no damage noted to the cannula. The customer's blood glucose (bg) ranged from not being impacted to 307 mg/dl. After the supplies were changed, the customer delivered a bolus of insulin to address the high bg level along with insulin injections.